Event description:
Customer reported that pump displayed reset screen unexpectedly. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that the pump reset one of its microprocessors as part of a safety feature, and they were educated on restarting cgm sessions and reloading the cartridge. Customer successfully resumed insulin use and understood the information provided.